Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not discriminate the noise and oversensing from the intrinsic rhythm. The ICD was removed and a new device was implanted on the other side of the patient. No patient complications have been reported as a result of this event.